Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The reporter indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The root cause cannot be determined for the reported event. The product was not returned. All indicated associated products are qualified for use with this lens. The reporter indicated that the lens was not unfolding properly. Tech was going to re-insert the lens into cartridge but decided didn¿t want to risk tearing the lens in the re-insertion to the cartridge. Another lens of the same size was used. The lens is not available for return. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause: root cause has not been identified. No other complaints in lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse via company representative reported of an intraocular lens, while attempting to insert the iol, it would not unfold properly. The tech was going to re-insert into cartridge but decided she didn't want to risk tearing the lens in the re-insertion to the cartridge. Another lens of the same size was used". There was patient contact "momentarily when surgeon placed inserter at incision then noticed the lens was coming out of the inserter. He handed back to tech to attempt to reload lens. Lens never went into patient's eye". The lens is not available for return. Additional information has been requested.